Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a failed battery test alarm. The customer's blood glucose level was 145 mg/dl. The customer's display was blank after changing the battery. After the customer changed the battery and cleaned the battery compartment out with a swab and alcohol, the display returned. The customer received a battery out limit alarm and an after battery change alarm. The customer was sent a replacement battery cap and was advised to monitor the device and call back if problems persisted. The insulin pump was not replaced or returned for analysis.